Manufacturer narrative:
The product testing is in progress. A review of the manufacturing records showed no anomalies.

Event description:
It was reported to medtronic neurosurgery that while changing the evd drainage bag the end of the tubing was found to be broken.

Manufacturer narrative:
Only the drainage bag collection line was returned. Therefore all testing was precluded. The drain bag luer connector was observed to be cracked and broken off from the system. It is unknown how or when this damage occurred. Proteinaceous debris was noted inside the line. The instructions for use that accompany the device caution that ¿in order to avoid possible cracking of the luer connectors after cleaning with alcohol, or a disinfectant containing alcohol allow to air dry completely prior to connecting the system¿. It also cautions that ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur¿. A review of the manufacturing records showed no anomalies. All edms devices are 100% leak tested at the time of manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.